Manufacturer narrative:
The meter and test strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 378399) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the hemosil reagent. The first result from the meter was 7.1 inr. The patient retested on the meter using a new finger and the result was 7.6 inr. The result from the laboratory was 3.6 inr. The lab test was within 3 hours of the meter tests. Patient has a therapeutic range is 2.0-3.0 inr.